Event description:
The customer reported that the system would display a collimator error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep erased and reloaded some nodes and reloaded the calibration files. The system was tested and found to be working as intended and put back in service.